Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, a vasoseal es was deployed. Following deployment, the patient experienced a decrease in pulses in the leg. The patient was taken to surgery and an endarterectomy of the left common femoral artery was performed. The surgeon noted intense inflammatory response around the vessel, with a large posterior wall hematoma. The surgeon explained that this was the result of dissection and collagen insertion into the sub intimal wall of the artery. The collagen was removed and blood flow returned to normal. No further complications were reported.